Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 12mm in length total occlusion was located in the severely tortuous and severely calcified, 3.0 mm in diameter left anterior descending artery (lad). This 3.00x16mm promus element stent delivery system was selected; however, the device was unable to cross the lesion because the stent slipped and fell from the balloon before deployment. The stent was retrieved by using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon as would be expected. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 12mm in length total occlusion was located in the severely tortuous and severely calcified, 3.0 mm in diameter left anterior descending artery (lad). This 3.00x16mm promus element stent delivery system was selected; however, the device was unable to cross the lesion because the stent slipped and fell from the balloon before deployment. The stent was retrieved by using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.